Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the outcome of the event was updated to recovered/resolved on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with the reservoir in mid (B)(6) 2016. On (B)(6) 2018, the patient underwent a drug infusion. On (B)(6), the patient had a fever and was vomiting. The emergency department observed rigidity of the patient¿s neck and swelling of the reservoir. Also, the patient seemed to have pain when touching the reservoir and alternate episodes of drowsiness. Grade 3 meningitis was suspected and a blood test was performed with normal result (short evolution time). A cerebrospinal fluid (csf) sample was obtained from the reservoir, which was turbid. The hospital admission was decided and intravenous antibiotic therapy with cefotaxime and vancomycin was started. On (B)(6), in the morning the patient only presented with low-grade fever. Given that the analysis of csf including gram was negative, it was decided to perform a lumbar puncture that showed cell elevation (around 1000/ml) at the expense of polymorphonuclear cells and hypoglycorrhachia. It was decided to remove the (B)(4) device by surgery on (B)(6) and the patient continued with intravenous antibiotics for approximately 15 days pending the result of the cultures. A brain nuclear magnetic resonance imaging was also performed and it did not show significant alterations or intracranial complications such as abscess or obstruction to the circulation of cerebrospinal fluid. The outcome of the event was reported as recovering/resolving. It was stated the patient's (B)(4) device and the procedural puncturing of the device may have contributed to the event. It was further stated that based on the information provided, meningitis was not suspected to be caused by the study drug.